Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in melsungen. The history files were read out and analyzed. The stored history log files of the reported day of occurrence (5th of december 2020) were detailed investigated. It was possible to detect a setting of an infusion therapy with a vtbi of 500 ml and an infusion time of 1 hour. Furthermore an infusion line (type space line) were selected at 05:01pm. The infusion therapy was started with a calculated flow rate of 500 ml/h, but immediately the infusion was stopped for three times within seconds and was for half an hour inactive. At 05:31pm the infusion was continued and stopped automatically afterwards the programmed vtbi was done. A further infusion therapy was programmed with a vtbi of 500 ml and a flow rate of 750 ml/h and the infusion has been started. After 34 minutes the infusion has been stopped by an upstream alarm . In this time a volume of 427,16 ml was infused. Afterwards the infusion line was removed and the device was switched off. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No damages could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,79 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
(B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information (B)(4): "underinfusion". Customer information: ringeriv 500 ml/h and volume 500 ml. Infusion started at 16.30 and 17.25 was checked according to the pump 489 ml was infused but there was still about 200 ml solution left. Pump didn¿t calculate correctly.